Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that settings not available was seen on the controller. The patient reported her reason for calling was because she was getting settings not available on her controller. The patient noted she saw this screen yesterday and today. Patient reported she no longer feels stimulation and confirmed this issue started today. Patient reported that yesterday she did get a tingly sensation from the ins but she was unable to increase stimulation intensity. Patient noted she adjusted stimulation from 8.7/8.8 to 6.4. Patient stated she met with a rep yesterday who added new groups onto the patient's settings. Patient stated she had already tried adjusting to other groups and each group showed settings not available. Ins was at 60% and controller was at 70%. No further complications were reported/anticipated.

Manufacturer narrative:
An update was made to add an additional code to reflect most accurate information. If information is provided in the future, a supplemental report will be issued.